Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device has the distal tip stretched and the body of the wire kinked near to the distal section of the device. No coating issues were found during the product analysis. Overall length and outer diameter (od) of distal tip could not be measured due to the device condition (tip stretched). Od of middle and proximal of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the biliary tract. A 035/145 amplatz super stiff¿ guide wire was advanced to the target lesion. However, when the device was pulled out, it was noted that some fragments of the coating pulled off the wire. The device and its particles was completely removed from the patient. The procedure was completed using a new wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the biliary tract. A 035/145 amplatz super stiff guide wire was advanced to the target lesion. However, when the device was pulled out, it was noted that some fragments of the coating pulled off the wire. The device and its particles was completely removed from the patient. The procedure was completed using a new wire. No patient complications were reported and the patient's status was fine.